Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had pump error alarm. The customer¿s blood glucose level was unknown. The customer reported that they had received pump error. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected drive count or time values or changes incorrect for moving or coasting error, no motor movement or negligible movement. Retries to free a stuck motor failed error, or this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement alarms, insulin flow blocked alarms, or displacement anomalies noted.